Event description:
It was reported that a patient was noticing some ¿pulses¿ from the device, which may have been normal but the patient didn¿t know. It was noted that it was ¿not quite working as he¿d hoped it might.¿ it was reported that the patient had a follow-up with the implanting doctor on the thursday following the report. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
Additional information received reported that the patient was seen in the clinic the week prior to the report and impedances were checked. It was noted that all was intact and impedance was within normal limits. It was reported that a few hours were spent reprogramming the patient and the nurse said that the patient was better than when he came into the clinic. Additional information has been requested but was not available as of the date of this report.